Manufacturer narrative:
Per tandem user guide "replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. This can cause very high or a very low blood glucose." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported occlusion alarms occurred. There was no reported adverse impact to the customer¿s blood glucose level. The customer changed supplies. Reportedly, the customer uses the same cartridge for over 2 days with humalog insulin, tandem technical support educated the customer this is considered off label use per the tandem user guide.